Event description:
It was reported that the device was used during a nephrectomy, the device suddenly broke. Another device was used to finish the case. No patient consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.